Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and had scratches on the screen that get in way of reading the screen. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the rejected new battery and had unexplained no insulin delivery alerts. The insulin pump will not be returned for analysis.